Event description:
It was reported that the procedure was to treat a moderately tortuosity, heavily calcified, 90% stenosis, concentric in the right coronary artery (rca). The 2.0 x 15 nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue for pre-dilatation; however, ruptured at 14 atmospheres for 20 seconds. The procedure was completed with another device. There was no resistance felt during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.